Event description:
It was reported that a revision was performed to replace the insert.

Manufacturer narrative:
Concomitant device 510ks: k112941, k951987.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).